Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported cardiac arrhythmia and patient condition could not be conclusively established through this investigation. The patient remains ongoing on vad support. No product available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on (B)(6) 2021. The heartmate 3 left ventricular assist system instructions for use lists cardiac arrhythmia as an adverse event, as well as a potential late postimplant complication that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced suspected sustained ventricular tachycardia with no reported shocks. The patient's labs noted magnesium of 0.4 milligrams per deciliter. The patient went to the local emergency department to receive intravenous magnesium with overnight monitoring. The arrhythmia was a new onset, was not thought to be device or therapy related, and did not result in clinical compromise. The patient was also reportedly in a motor vehicle accident the same day. Computed tomography (CT) scan was done which noted suspected diffuse axonal injury/encephalomalacia from contusion. There was no noted active cranial hemorrhage. The patient did not express any neurocognitive deficits. The event resolved and the patient returned home.